Event description:
It was reported by svc report that the cot is hard to cycle and load into ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
J-slot bushing.